Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter and test strips. Most likely underlying root cause of malfunction: user had a inaccurate reference.

Event description:
(B)(6) ( wife) calling concern with the blood meter providing results that are low. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 124mg/dl fasting. Verified the strips expire 8/24/2017. Customer confirms the strips have been properly stored and were first opened 3 weeks ago. Customer performed a back to back blood test and obtained 419mg/dl and 466mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is not sure because these results are not low results in the meters memory. Customer states that he went to the dr. Office and the dr. Is concern with the meter accuracy. The blood results are a lot lower than his a1c test .customer a1c 3 months ago was 11.8. Today that the dr. Office the a1c test was done on (B)(6) 2015 was 10.2. Customer states that his normal glucose range is 124mg/dl fasting. After reviewing the results in the meter memory customer states that the meter result in the memory are not correct. Customer states that the meter memory does not match the results she documented, she states that left the form with the results obtained with the true result meter at the dr. Office today. Customer states that she has never seen these results before. Customer normally see result between 119-125mg/dl and not higher. Customer time and dates is not set in the meters memory.

Manufacturer narrative:
(B)(4). Product evaluation and investigation in progress.

Event description:
Jean ( wife) calling concern with the blood meterproviding resulst that are low. Customer states that he feels well and requires no medical attention. The customer's expected blood result is 124mg/dl fasting. Verified the strips expire 8/24/2017. Customer confirms the strips have been properly stored and were first opened 3 weeks ago. Customer performed a back to back blood test and obtained 419mg/dl and 466mg/dl not fasting. Reviewed meter memory: (B)(6). Customer is not sure becasue these results are not low results in the meters memory. Customer states that he went to the dr. Office and the dr. Is concern with the meter accuracy. The blood results are a lot lower than his a1c test. Customer a1c 3 months ago was 11.8. Today that the dr. Office the a1c test was done on (B)(6) 2015 was 10.2. Customer states that his normal glucose range is 124mg/dl fasting. After reviewing the results in the meter memory customer states that the meter result in the memory are not correct. Customer states that the meter memory does not match the results she documented, she states that left the form with the results obtained with the true result meter at the dr. Office today.customer states that she has never seen these results before. Customer normally see result between 119-125mg/dl and not higher. Customer time and dates is not set in the meters memory.